Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the lead, the stylet became extremely difficult to remove. The physician ensured the locking screw was loosened prior to attempting removal, but the stylet remained very difficult to extract. The physician continued to loosen the screw that held the lead in place, which did not ease the removal process. Once the stylet was finally removed, the physician considered removing the lead and using a different electrode. Impedance checks were performed and all values were within range. The issue was resolved and the device remains implanted and in service. No patient complications have been reported as a result of this event.